Event description:
It was reported that the screen of the subject device was completely black. The event occurred during preparation for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were dents on the distal edge, cracks on the side of video connector and the light transmission was unable to check. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to no image, which is a cause traced to a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device was completely black. The event occurred during preparation for a therapeutic procedure. There were no reports of patient harm.